Manufacturer narrative:
One device has been returned for evaluation. The complaint is unconfirmed. The root cause is attributed to rough handling. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, no exception documents were found.

Event description:
The account alleges that the plastic connector within the kit is creating a hole in the catheter at the blue line. The plastic connector was replaced.